Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 6fr sheath, after a peripheral interventional procedure. Reportedly, the device would not cut the sheath all the way and the clip was not delivered. Manual arterial compression was applied to achieve hemostasis. Resistance was felt while advancing the thumb advancer. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - the device was used in a vessel with mild calcification and per the instructions for use (IFU), do not deploy the clip in areas of calcified plaque. Also, resistance was felt when advancing the thumb advancer. Per the IFU, do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that resistance was felt while advancing the thumb advancer. The starclose se instructions for use (IFU) states: do not advance the thumb advancer against excessive resistance. Also, mild calcification was noted at the access site and per the IFU: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.